Event description:
This event was reported in an article from a national institute of health registry to investigate the success of treating pts with 50% to 99% stenosis with angioplasty and a single intracranial stent. The report is for a pt, with 70% to 99% stenosis, who died within twenty four hours of the procedure, considered to be peri-procedure by the study, due to an ischemic pontine stroke. No other info was provided.

Manufacturer narrative:
Date of event: exact date is unk, all pts in the registry were treated between 2005 and 2006. Batch numbers were not disclosed. Date of implant: exact date is unk, other for no allegation of product malfunction or non conformance contributing to the reported event.